Manufacturer narrative:
This report is being submitted as follow up no. 1 update the d10, h3 section and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they attempted to use a 6fr angio-seal in a very large male patient in the right femoral artery. The doctor had trouble getting any blood flashback as he was introducing the introducer sheath. The tech felt he was running into resistance on the beveled tip of the sheath, therefore, he did not get the sheath inserted far enough so he didn't get any blood flashback. He opened a second angio-seal and stuck the introducer in first by itself then removed it flushed it and connected the new sheath to the new introducer and went in again successfully this time. Patient did fine and had no additional complications. The second angio-seal deployed fine. Additional information was received 05december2019: the procedure was a runoff. Sheath size used was 6fr.